Event description:
The injector support arm was inspected for damage after discovering serious cracks on another of our medrad injector support arms. This arm exhibited cracks in the same locations as those noted previously on another medrad support arm. The cracks on this arm also originated from the corners of a manufacturing cutout on the top of the arm adjacent to the pivot hinge and radiated down both sides of the tube. The cracks were approximately 1/4 the way through the arm. Complete failure could result in patient or staff injury. While such consistency indicates to us that this is a repeatable and serious deficiency in the product/device, the manufacturer has indicated that the arm has a life expectancy of 5 to 7 years and that the type of failure we are seeing is due to usage and not a design flaw.